Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
On (B)(6) 2013, the patient reported that her infusion site became infected. When removing the infusion set the self-adhesive was stuck to her skin and as she pulled it the cannula moved sideways while still inserted. The patient had pain in the area and went to the doctor who lanced the area to remove puss. The patient took antibiotics. She stated that the issue happened again and she immediately took antibiotics and had no adverse effects. She said the infusion site was also irritated due to being around the waistline of her pants. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.